Manufacturer narrative:
Device was used for treatment, not diagnosis. Katsenis, d., vasilis, a., panayiotis, m., minos, t., lambiris, e. (2005). Minimal internal fixation augmented by small wire transfixion frames for high-energy tibial plateau fractures. Journal of orthopedic trauma, vol 19, number 4, pp. 241-248. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: katsenis, d., vasilis, a., panayiotis, m., minos, t., lambiris, e. (2005). Minimal internal fixation augmented by small wire transfixion frames for high-energy tibial plateau fractures. Journal of orthopedic trauma, vol 19, number 4, pp. 241-248. Greece the purpose of this study was to evaluate the outcome of bicondylar tibial plateau fractures treated with minimal internal fixation augmented by small wire external fixation frames and to assess the necessity of bridging the knee joint by extending the external fixation to the distal femur. The study included 53 consecutively admitted patients between october 1996 ¿ november 2000 who had tibial fractures due to high-energy impact such as road traffic accidents or falls. Some of the patients refused the external fixation devices and therefore 46 patients were included in the study and treated with minimal internal fixation and transfixion wires ring or hybrid frames. The study population included 36 men and 10 woman with an average age of 43.5 years, ranging 17-78 years of age. Thirty one patients had multiple trauma, 30 had closed fractures and 6 had open fractures. The external fixation devices includes ao hybrid frame (8 patients) and two other competitor devices. Preoperatively, patients had plain radiographs and computed tomography (CT) scan or magnetic resonance imaging (MRI). Follow up appointments: every 2 weeks with radiographs taken on 2nd, 6th, and 12th week postoperatively and then monthly until union was confirmed. The average duration of femoral fixation was 6 weeks, ranging 4-8 weeks and tibial was 14. 5 weeks, ranging 11-29 weeks. Full weight bearing without crutches was permitted on average at 18 weeks, ranging 11-28 weeks. Patients were followed an average of 38 months, ranging 28-60. The authors did not specify the external fixation devices associated with complications and therefore, they will be assessed: appearance of necrotic tissues around pin sites, treated with immediate irrigation and debridement in outpatient clinic, follow up appts. Non-union: gross knee instability, due to poor reduction of epiphyseal-metaphyseal fragment or misdiagnoses and untreated, combined with tear of acl and medical collateral ligament. Articular depression/step off ¿ ranged from 4-6 degrees tilt. Fractures with a final varus malalignment greater than 10 degreed were treated with an additional reconstructive surgery due to a poor clinical result condylar widening >6 degrees. Post-traumatic arthritis with joint space narrowing. Post-operative paresis of common peroneal nerve; exploration of nerve performed 6 mths postoperatively revealed scar tissue around the nerve possibly caused by the fibular tibial transfixion wire; scar tissue released and the nerve function recovered completely pin tract infections that subsided with local debridement and oral antibiotics, no replacements needed post-operative axis deviation; patient had been treated without bridging the knee; taken back to surgery and a the mechanical axis was corrected (closed). Infected pseudoarthrosis of diaphyseal fragment and treated successfully with intramedullary nailing post frame removal had arthroscopic arthrolysis surgery for stiff knee with excelling final result. >10 degrees varus deviation due to improper application of method thigh atrophy grade 3. Slight impairment climbing stairs. Deep venous thrombosis in early postoperative period treated successfully with heparin. This is report #1 of #2 for (B)(4). This report is for an unknown external fixation device with an unknown part number, lot number and quantity.